Event description:
As reported: "case: removal of metal work (synthes blade plate) with timex kit. Revise using alpha antegrade nail. It was reported that all the crown drills were blunt. Another company¿s kit had to be opened to remove the broken screws from the blade plate. The recon drill and screw were inserted into position b, however when it came to position a the drill and screw missed the nail. The surgeon had to drill and advance the screw free hand without the use of the targeting arm. The procedure likely took longer and the team had to open several additional kits - another company¿s screw removal kit, another company¿s cannulated drill kit, and stryker¿s asnis 6.5mm cannulated screw kit. I would estimate around 20-30 minutes for the timex portion, and 30-45 minutes for the recon screw."

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Manufacturer narrative:
The reported event could not be confirmed, since the returned device was found to be functional and within specifications. The device inspection revealed the following: the received targeting arm shows normal signs of usage with no significant damage or worn off signs. Visually the device was alright from all aspect. The returned targeting arm was assembled with the returned devices including nhs, sleeves and screwdriver bit and a sample nail. All the desired functions in each position could be achieved with the targeting arm. The alleged event could not be reproduced hence could not be confirmed. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of material, manufacturing or design related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. Based on the above investigation, the issue is deemed to be user related since the alleged issue could not be reproduced. The function of targeting arm along with all the other devices was given as intended. If any additional information is provided, the investigation will be reassessed.

Event description:
As reported: "case: removal of metal work (synthes blade plate) with timex kit. Revise using alpha antegrade nail. It was reported that all the crown drills were blunt. Another company¿s kit had to be opened to remove the broken screws from the blade plate. The recon drill and screw were inserted into position b, however when it came to position a the drill and screw missed the nail. The surgeon had to drill and advance the screw free hand without the use of the targeting arm. The procedure likely took longer and the team had to open several additional kits - another company¿s screw removal kit, another company¿s cannulated drill kit, and stryker¿s asnis 6.5mm cannulated screw kit. I would estimate around 20-30 minutes for the timex portion, and 30-45 minutes for the recon screw."